Manufacturer narrative:
As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device was displaying the low oxygen error message and was not putting out enough oxygen while driving. As a result, the patient experienced shortness of breath, weakness, and decreased oxygen levels. The patient did not have a backup device at the time. Replacement columns were sent to the patient and there are no ongoing complications due to the event.